Manufacturer narrative:
After repeated attempts to contact the reporter of this complaint rti surgical was unable to get any more information on this complaint. Since not enough information was given as to the surgeon that conducted the index and revision surgeries and the location of the devices rti surgical was not able to confirm this occurrence. Unknown location of device

Event description:
It was reported to rti surgical by a patient's wife that he had a posterior spinal rod fusion surgery on (B)(6) 2013. Then on (B)(6) 2014 the patient heard a "pop" in his back. Revision surgery took place on(B)(6) 2015. The patient was recovering from this revision surgery and just prior to being released from the hospital he passed away. No more information is available at this time.